Manufacturer narrative:
The device was not returned for analysis. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. Pre-dilatation was performed with an unspecified 2.5x3mm balloon and a 3.0x23mm xience alpine stent was implanted. Post dilatation with a 3.0 non-compliant balloon was performed; however, a dissection was noted at the edge of the stent. A new 3.0x12mm xience alpine was used to successfully cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.